Event description:
It was reported that the implant at tooth site #11 fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.